Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05nov2018. Serial number not confirmed. The customer replaced the power management printed circuit board assembly to resolve the reported issue.

Event description:
The customer reported that the unit is not operating on battery power. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec¿d by MFR: 30may2019. Serial number of device was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.